Manufacturer narrative:
A sample was not returned for evaluation. Retention samples were inspected. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6064543. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 13x100 mm 7.0 ml bd vacutainer® glass flouride tube broke during a blood draw. No injury or medical intervention.